Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11. Additional narrative: a visual and functional assessment was performed on the device. The following steps failed: general condition, markings, check function of adjusting sleeve, check cannulation of attachment, and check tool quick coupling. During the service evaluation the following failures were identified: visual: component damaged. Visual: cosmetic damage - worn etch. Functional: device damages/breaks k-wire. Functional: will not hold k-wire. Device interaction (2+ devices): cannot engage attachment - coupling. Conclusion: failure reported is confirmed. Root cause: user error.

Event description:
It was reported that during service and evaluation, it was determined that the quick coupling attachment device would damage/break k-wire. It was noted in the service order that the device did not work. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.